Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. B6: date of relevant test/laboratory data date is estimated.

Event description:
It was reported in a general comment that the balance middleweight universal ii guide wires have poor trackability, early loss of tactile sensation, more than expected stickiness with stents and balloons, and easily fractured. There were no reported adverse patient effects and there was no reported clinically signifcant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.